Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 2019-01-31, UDI #: (B)(4). Device available for eval: no. Device evaluation anticipated, but not yet begun. Mfg date: 2018-01-31. (B)(4). Heartware ventricular assist system ¿battery, battery /(B)(4) / model #: 1650de / expiration date: 2019-01-31 UDI #:(B)(4). Device available for eval: no. Device evaluation anticipated, but not yet begun, mfg date: 2018-01-31, (B)(4). Heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 2019-01-31 UDI #: (B)(4). Device available for eval: no. Device evaluation anticipated, but not yet begun, mfg date:2018-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard several critical battery alarms. It was also reported that three of the batteries had a relative state of charge (rsoc) greater than one hundred. One battery was exchanged and the three other batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Three batteries were not returned for evaluation. Various analyses were conducted on (B)(6) and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the event date, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the log files revealed momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone and/or beep. Analysis of alarm files revealed on critical battery alarm due to a communication error involving (B)(6). Additionally, log file analysis revealed that (B)(6) was involved in communication errors without leading to critical battery alarms. Communication errors will be recorded in the logs as relative state of charge within 101 and 201. As a result, the reported critical battery alarms, relative state of charge above one hundred and beeps were confirmed. The most likely root cause of the reported critical battery alarms and rsoc above 100 can be attributed to communication errors. The most likely root cause of the reported beeps can be attributed to momentary disconnections between he controller and the batteries. An internal investigation examined momentary disconnections. Additional products: battery / (B)(6) h3: yes h6: FDA method code(s): 12, 4307 h6: FDA results code(s): 4112, 4114 h6: FDA conclusion code(s): 3213 battery / (B)(6) h3: yes h6: FDA method code(s): 12, 4307 h6: FDA results code(s): 4112, 4114 h6: FDA conclusion code(s): 3213 battery / (B)(6) h3: yes h6: FDA method code(s): 12 h6: FDA results code(s): 4112, 4114 h6: FDA conclusion code(s): 3213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.